Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the power supply assembly and ran a functional test. The customer ran quality controls (qc), which were acceptable. The cause of smoke being emitted from the instrument was due to a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator on an advia centaur xp instrument contacted the siemens customer care center and stated that smoke was emitted from the instrument. The operator unplugged the device immediately. There are no reports of injury to staff, damage to property, or impact to patient samples. There were no reports of adverse health consequences due to the smoke emitted from the instrument.